Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was implanted successfully; however, after the gripper line was removed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr returned to 4. A second clip was advanced to the mitral valve; however, the leaflets were difficult to grasp and would not remain captured. The clip was not implanted and was removed. Mr remained at 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of mitral regurgitation (mr) as listed in mitraclip ntr/xtr instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for single leaflet device attachment (slda) could not be determined. The mr was an outcome of slda. There is no indication of a product issue with respect to manufacture, design, or labeling.